Manufacturer narrative:
(B)(4).

Event description:
During surgery for the stimulation trail, the pt¿s legs were shaking out of control. The physician told the pt that it was due to the medication epinephrine; the pt had an epinephrine overdose. The trial lead was protruding from the skin in the pt¿s skull near her ear. Days later, the trialing lead was taken out due to severe pulling pain. The pt was prescribed clindamycin following the trail and this caused bowel issues. The pt did go on and have a permanent stimulation system implanted. The pt was told that the implantable neurostimulator (ins) would be placed in the chest cavity; the pt had severe scarring on her back, head and mid/upper buttock. The ins then flipped and was moved to her lower buttock. Every time the pt took a step, the ins rubbed against a muscle. The pt also had aggravation after surgery to a pre-existing shoulder injury. The pt felt that the physician didn¿t take proper precautions when handling her. The pt had surgery on (B)(6) 2009 to move the ins near the waistband. At this time, the device was replaced; the pt was not sure why a new device was implanted. Additional information has been requested. A f/u report will be sent if additional information becomes available.